Event description:
This is a report of a patient who experienced a connection issue during peritoneal dialysis therapy when the width of the catheter was too wide for the locking titanium adapter to make a secure connection. The reported connection issue occurred during patient use; however, there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A sample of the device was received and is pending evaluation. Should relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and passed. Pressure and taper testing (functional tests) were performed and passed. Sample analysis did not verify or duplicate the reported event. Should additional relevant information become available, a supplemental report will be submitted.